Event description:
Contact lens wearer that now has cornea cysts and spots. Was using the amo lens cleaner. Started with severe pain and swollen eye. Went to health center and was given a rocephin shot, oral antibiotics and sent directly to an ophthalmologist. He placed her on eye drops every 15 mins for 36 hrs, then once every two hrs, he then added steroids. He felt that the cyst was getting smaller, however 26 days later, became alarmed that another hole had developed and referred her to the eye institute. Then in turn did a corneal scraping the next day, met with the cornea specialist 2 days later and he feels that she has acanthamoeba, he started her on all the "costic" meds for the acanthamoeba, brolene, phmp and chr. Every hour, nyacine and the dilute every four hrs, he removed her from school and work. Two days later moved. Drove back to other city five days later and he was shocked at the new spot on her cornea. The corneal scraping came back neg for acanthamoeba. We asked for a referral for someone in the other city and he referred, we saw him 2 days later, and they did another corneal scraping. He continued the treatment she was on, however reduced the use from one hr to every two hrs for the three and kept the other two at every 4 hrs. Returned to him four days later, and found three more light gray spots on her cornea. She still has the pain and light sensitivity. The initial result of the culture is neg for acanthamoeba and all the other viral and bacterial things he is testing to find some type of result. The bottle is being cultured in the lab at med ctr. Her next appt is next week, she got rid of the contacts and case when this started.